Event description:
A caller reported that there were no drops of insulin visible at the end of the tubing during the fill tubing step of the load sequence. The caller did not provide information about any adverse impacts on blood glucose levels. Technical support guided the caller through filling and loading a new cartridge on the pump, resulting in the successful appearance of insulin drops at the end of the tubing after completing the fill tubing step.